Event description:
It was reported that the customer attempted to synchronize a pt in ventricular fibrillation (vfib). The customer wanted the event record analyzed by physio-control. Physio-control's clinical review of the reported event determined that the device use caused an adverse event as the pt was in a viable state and a user error placed the pt in a life-threatening condition. The pt was in regular sinus rhythm (rsr) and developed runs of self-limiting supraventricular tachycardia with a heart rate of about 165 when an unsynchronized shock delivered resulted in vfib. Four additional asynchronous shocks at 360j returned the pt ECG to rsr. There was no pt use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Clinical review of the event determined the cause of the problem to be use error.